Manufacturer narrative:
The device investigation has not been completed. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported the screen of an automated impella controller (aic) was glitching and notifications were flickering in and out. Each time the pump was started, the unit asked to visualize the connector plug otherwise it would give an error message. The device was beeping intermittently with the audio disabled. There was no harm to a patient reported as a result of this incident. The device was removed from service as a result of the noted issue.

Manufacturer narrative:
The investigation into the reported controller failure (red alarm) has been completed since the original report was filed. The console was returned for evaluation. During testing of the console, the failure mode was unable to be reproduced. Additionally, the optical pump connector showed no signs of residue, and the placement signal was steady with a known good pump. The data logs were reviewed which revealed multiple placement signal unreliable and controller error alarms that went on for an hour until the pump was unplugged. These particular alarms are characterized by a temporary loss of optical data and have a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be managed monitored with imaging. The cause of the issue was not determined since the failure mode was not reproduced. Added g2-user facility.